Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic congestion ("pelvic congestion syndrome"), endometriosis ("endometriosis") and scar ("scar tissue"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, pelvic congestion, endometriosis and scar outcome was unknown. The reporter considered endometriosis, medical device removal, pelvic congestion and scar to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media confirming events pelvic congestion syndrome, endometriosis and scar tissue were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media received. Event: medical device removal added. Case became serious-incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.